Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not complete the fill process and experienced an elevated blood glucose (bg) ranging from 354-513 mg/dl. A manual injection was administered to address bg. Customer primed the tubing and the non-tandem cannula to resolve the issue.